Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the navigation system. At the time of the system checkout the emitter and interface box were replaced. The emitter was returned for analysis. Analysis determined that the problem could not be duplicated. No failure was found. The interface box was returned for analysis as well. Currently under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that the instruments were not being recognized by the system. A new axiem box and emitter resolved the issue. The issue extended the surgical time by less than 1 hour. There was no impact on the patient's outcome.

Manufacturer narrative:
The interface box was returned for analysis. The reported problem could not be duplicated. No failure was found. If information is provided in the future, a supplemental report will be issued.